Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock while showering. Prior to the shock the patient was feeling sick and threw up. The patient was evaluated, and it was difficult to re-produce. After further review the shock was inappropriate due to oversensing of r and t waves. There were also observations of low amplitudes and a change in morphology. The device was re-programmed from primary to secondary. Additionally, it was noted that the patient also has a pacemaker which was also re-reprogrammed. At this time, the system remains in service. No adverse patient effects were reported.